Event description:
The customer reported to customer service that the ac adapter for her pump had a large crack in the bottom of it. The adapter had not been dropped or even moved. No sparks, flame, or fire were observed. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2012, she indicated that she did not witness any smoke, fire, sparking, or melting, but stated that there was a hole in the bottom where the cord goes into the transformer (piece fell inside of it). The crack was first observed a month prior and worsened until a piece broke off. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However, the customer stated that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a filed action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.